Event description:
It was reported that the customer's device would intermittently lose power and show a low battery status in battery well number one (1) when a full battery was installed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.